Event description:
The customer reported that oozing occurred although an end tone, indicating a completed seal cycle, was heard. The generator was set at 2 and 3 bars. They used sutures to stop the bleeding and complete the case. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.